Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that on (B)(6) 2025, the patient had experienced an infusion set leak event. No further information available.